Event description:
It was reported that a pt had a total hip replacement in 2001. In 2007, the pt had to undergo another hip replacement on the same left hip as the plastic coating on the acetabular component had worn away and metal was rubbing against metal causing damage to hip bones, necessitating two bone grafts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.